Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device was unknown. No information has been provided to date. Model#, catalog #, serial #, lot#, expiration date, other #, UDI# was unknown. No product information has been provided to date.